Event description:
It was stated that the insulin pump became unresponsive after being dropped. The insulin pump then had a blank display after the battery was replaced. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump had a cracked case at the display window corner and moisture damage on the keypad traces. Unable to test for the button / keypad anomaly due to the blank display.